Event description:
It was reported that the customer was experiencing high blood glucose levels, and felt that the insulin pump was not delivering the insulin. The caller stated that they have not received no delivery alarms either. Offered to troubleshoot, but the caller only wanted to know how to rewind the insulin pump so that she can change the infusion set. The caller did not have a tubing clamp for the high pressure test. Advised that a clamp would be sent to her. The reported blood glucose reading was 317 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.